Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The root cause of the aic issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.